Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in an endoscopic retrograde cholangiopancreatography (ercp) performed in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, during preparation, the handle was fractured into two pieces. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of handle break. Block h10: the returned trapezoid rx lithotripter basket was analyzed, and a visual evaluation noted that the thumb ring was detached from the handle assembly. However, the handle had coincident marks that indicate proper assembly during the manufacturing process. A functional evaluation was not performed due to the device condition. Based on the available information, it is possible that handling and manipulation of the device during unpacking, prepping, and/or testing could have contributed to the encountered issue. During testing of the device, the thumb ring could have received tensile and/or compressive forces applied parallel to the length of the device; detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in an endoscopic retrograde cholangiopancreatography (ercp) performed in the common bile duct (cbd) on (B)(6) 2020. According to the complainant, during preparation, the handle was fractured into two pieces. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.